Event description:
It was reported that the insulin pump alarmed button error during attempt to bolus, and it also failed the battery test. The blood glucose reading was 384 mg/dl. The customer's mother stated that the keypad got stuck and that the device had been doing this for a few weeks. The numbers were reported to keep scrolling. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm or failed battery test alarm noted. The insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping noted. The insulin pump had minor scratches on display window, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.